Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the e-100 generator to resolve the issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer was experiencing an e-100 generator error. The customer performed troubleshooting with a field service engineer (fse), but the issue was not resolved. The procedure was completed as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the e-100 involved with this complaint to perform a failure analysis. Failure analysis (fa) investigation could not replicate the customer reported complaint. The e-100 was installed onto the test system, and it worked fine with vessel sealer instrument installed. Fa used the vessel sealer extend instrument with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue. There was no physical damage found.